Event description:
The disposable loading was used with an disposable instrument during a wedge resection. Reportedly, the needle broke while passing through tissue. The surgeon retrieved the broken portion and completed the procedure without incident.